Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. No previous service history was found. Manufacturing DHR has been reviewed and all processes are complete and within specification with nothing unusual observed.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator alarmed low battery while in use with a patient. The reporter stated the patient's rn discovered the alarm upon arrival from transport. Subsequently, the patient was placed back on the device until a new transport ventilator of an unknown brand was used instead. The settings of the ventilator were unknown at the time of the event and the reporter also stated no other alarms occurred. There were no adverse patient effects.